Event description:
A nurse reported that after turning a cataract system on, a blue screen was displayed that would not go away during a procedure. The system was exchanged and the procedure was completed. There was more than a 15 minute delay. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).